Manufacturer narrative:
The actual used ECG electrodes were submitted for eval. The gel portion of the electrode that had contact with the infant's skin was analzyed using tfir scanning. The gel was made to spec. The chemistry of the gel was correct and the polymerization was complete. There were no foreign substances noted in the scan. Conmed personnel have met with the hosp team in an attempt to identify any possible internal causes of the reported problem. It appears that the electrodes are being used correctly. The electrodes are placed on different locations each time they are changed. Due to the relative small size of these premature infants the number of possible sites is limited. The premature infants are usually monitored for extended periods of time (months), so the skin is used repetitively. The nicu team reported during a conference call that these skin irritations were self healing and needed no follow up care. We are unable to determine what may be causing the skin irritations. These electrodes are marketed globally and there are no other reports of similar problems. This appears to be isolated to this facility.